Event description:
While receiving assistance with the auto off alarm settings, customer reported that he was recently hospitalized due to a non diabetes related issue. Further details of the hospitalization were not provided. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.